Event description:
It was reported that the peep (positive end expiratory pressure) level was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The peep value was confirmed to be fluctuating. It was judged that the pressure transducer pc boards are anomalous. Due to the age of the ventilator, the user facility decided to not perform any repair. Since no parts were replaced and returned for investigation, the root cause of the event has not been determined.